Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Review of pump data by tandem quality engineering: pump data logs showed that on (B)(6) 2016, the customer delivered a bolus of 3.89 units of insulin at 8:37am. On (B)(6) 2016, the customer suspended insulin delivery at 3:03pm, to perform a cartridge change, and resumed insulin delivery 4 minutes later. At 3:18pm, the pump was connected to a power source to charge the battery. At 3:38pm, the pump is disconnected from the power source. This is the last interaction with the pump prior to the customer's death on (B)(6) 2016. Basal insulin continued to be delivered until the pump was put into storage mode on (B)(6) 2016, after the customer's death. There was no evidence of a device malfunction related to the reported event. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death is unknown; however the contact (medical examiner) stated that it was likely due to natural causes. The contact stated that they did not think that the pump contributed to the customer's death and stated that the customer had been hospitalized at the end of (B)(6) 2016, due to a fall, but did not know if the fall was a diabetes/blood glucose related event. The contact also stated that the customer's former wife saw the customer on the evening of (B)(6) 2016 and that the customer appeared fine. Later that night, the customer passed away at 11:24pm.